Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reby2218 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reby2218) have been reported from two facilities.

Event description:
It was reported that the "wire became stuck in the patient." Additional information requested.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed and appears to be use related. Two accucath devices were returned for investigation. Two catheters were returned separated from the accucath housings. One catheter showed damage consistent with needle damage. Use residue was observed within the housing. One accucath was returned with a broken guidewire. It appears to have been sheared approximately 72 mm from the distal end. The guidewire was observed to extend past the flash notch in the needle but not extend past the distal end. The second accucath was returned with the guidewire loop extending out of the slider slit. The needle was not fully retracted into the housing. The guidewire was removed from the needle to allow the safety mechanism to fully engage. As the damage to the guidewire and catheter is consistent with damage caused by retraction of the catheter against the needle or re-insertion of the needle, the complaint is confirmed to be use related. The IFU states ¿once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter." A lot history review (lhr) of reby2218 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reby2218) have been reported from two facilities.

Event description:
It was reported that the "wire became stuck in the patient." Additional information requested.